Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 04-mar-2016 expiration date: 28-feb-2026 part number: 04.037.242s, 12mm /130 deg ti cann tfna 170mm - sterile lot number: h048824 (sterile) lot quantity: 5 this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts were not reviewed because the reported complaint condition of ¿removal of tfna extra short system revised to tfna long system¿ was not related to breakage of the nail or any component part, therefore, DHR review of the raw material(s) would not be relevant to the reported condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hardware removal for trochanteric fixation nail advanced (tfna) extra short system was performed on (B)(6) 2019 due to a femoral distal diaphyseal spiral fracture and was revised to tfna long system. Initially, the patient had undergone an open reduction internal fixation with tfna extra short system on an unknown date for a femoral trochanteric fracture. There was a forty (40) minutes surgical delay reported. All the hardware was removed successfully. There was no adverse consequence to the patient. Surgical outcome was unknown. This report captures the post-op event of femoral distal diaphyseal spiral fracture while related complaint (B)(4) captures the intra-op event, where a tfna nail and an extraction instrument for nail cannot be attach together during a procedure. This report is for one (1) tfna nail. This is report 1 of 4 for complaint (B)(4).